Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
He customer reported via phone call that they were hospitalized for high blood glucose or diabetic ketoacidosis. The customer's blood glucose value at the time of incident was unknown. It was unknown if the customer was using the auto mode at the time of incident or not. The insulin pump will not be returned for analysis.